Event description:
A solex 7 catheter was inserted into the patient's subclavian vein with no unusual resistance noted. The patient's body temperature at the start of the ivtm therapy was 35.8 °c, and the target temperature was set at 34.0 °c. After about 10 minutes, the user observed blood in the start-up kit (suk) tubing. There were no traces of fluid on the console, patient's bed, or the floor. Catheter leak was suspected. The amount of saline infusion into the patient's bloodstream is unknown. The catheter was removed, and a second solex 7 catheter was inserted. After about 10 minutes, the same issue was observed again, and the second catheter was also removed. There was no device malfunction reported on the thermogard console; however, the user elected to complete the treatment with an alternative method. No consequences or impact to the patient. The two catheters with lot numbers 86588 and 85528 were used during the patient treatment; however, it is unknown which catheter was used first. Please see the following related MFR report: MFR # 3010617000-2020-00711 for the solex 7 catheter (lot # 85528).

Manufacturer narrative:
A2 (patient information, age at time of event) was updated. A3 (patient information, sex) was updated. D4 (suspect medical device lot #) was updated. H4 (device manufacture date) was updated. The catheter (lot # 86588) associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined. The patient tolerated temperature management well. Because there were no signs of web bed or floor, seems that maximum amount of sterile saline entered into the patient's vasculature was 200-300 ml from a close circle due to a hole. Infusion of such amount likely did not contribute to patient's death. It is known that administration of sterile saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals. In agreement with the customer, there was no patient's effect attributed zoll catheter.

Manufacturer narrative:
The catheter (lot # 86558) associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
A (B)(6)-year-old male patient underwent ivtm therapy after cardiac arrest. A solex 7 catheter was inserted into the patient's subclavian vein with no unusual resistance noted. The patient's body temperature at the start of the ivtm therapy was 35.8 °c. The target temperature was set at 34.0 °c at the max rate. About 10 minutes after the initiation of the treatment, the user noticed blood in the start-up kit (suk) tubing. There were no traces of fluid observed on the console, patient's bed, or the floor. Catheter leak was suspected. The amount of saline infusion into the patient's bloodstream is unknown. The catheter was removed, and a second solex 7 catheter was inserted. However, after about 10 minutes, the same issue was observed. The second catheter was also removed. There was no device malfunction reported on the thermogard console; however, the customer elected to complete the patient treatment using an alternative method. No consequences or impact to the patient. The two catheters with lot numbers 86558 and 85528 were used during the patient treatment; however, it is unknown which catheter was used first. Please see the following related MFR report: MFR # 3010617000-2020-00711 for the solex 7 catheter (lot # 85528).